Manufacturer narrative:
Some users have reported that they use the marking as a landmark. To the extent that the position of marking can vary, medicrea draws the attention of surgeons to the need to carefully check the direction of assembly of the realignment connector on the screw head according to its shape (the collar of the connector must be positioned downwards in contact with the screw head) and not according to the position of the marking. The realignment connector is used when a realignment of the vertebra is desired, for example in cases of spondylolisthesis, fracture, and all deformities requiring precise reduction. If the realignment connector is assembled on the wrong side of the screw head: -the tightening of the realignment connector on the screw head is not affected, so the fastening of the assembly is not affected. -the effect of realignment is not ensured and the correction desired by the surgeon could not be performed. No risk on the safety of the device is identified but its efficacy is not optimal. Device not returned to manufacturer.

Event description:
During surgery, customer detected a mistake on the position of the marking (description of ø, reference and lot number) on the realignment connector for ø5.5 mm rod. The realignment connector is asymmetric.